Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose (bg) values reached 429 mg/dl and went to the hospital to seek help. At the hospital, the patient was diagnosed with diabetic ketoacidosis (dka) and hyperkalemia. For treatment, the patient was put on a insulin drip, as well as calcium and sodium bicarbonate. The patient had diagnostic test ran on them, as well. The patient reported that they were vomiting and had nausea. The patient was wearing the pod between 24 and 36 hours on the abdomen. The patient was discharged after 3 days.